Event description:
Suction cautery was arching off to the side, not connected to any tissue, during our ent [ear, nose, throat] procedure with dr. [Redacted]. Faulty equipment. Continued to use the device with caution. This has never happened before with the suction cautery product.